Manufacturer narrative:
Batch review performed on 23 october 2019: lot 1811457: (B)(4) items manufactured and released on 28-mar-2019. Expiration date: 2024-03-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and poly-swap 1 month and 3 weeks after primary. The surgery was completed successfully.